Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation of clogged biopsy channel was not confirmed. Based on the results of the investigation and the information provided, it was presumed that there was a difference in recognition between olympus recommendation and the user regarding device handling/reprocessing steps. The root cause of the suggested event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the gastrointestinal videoscope channel was blocked with hemostatic powder. The device was manually reprocessed for two days as it did not pass the mediavator reprocessor tests. The issue occurred during reprocessing. There were no reports of patient harm or involvement.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.